Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), during a case with a 26mm sapien 3 transcatheter heart valve, the commander delivery system balloon "broke" (leaked) during inflation. The valve was partially expanded. The entire system (commander and esheath) was removed. A new sheath was positioned and a post dilation was performed with a 25 mm valvuloplasty balloon. The procedure concluded successfully without consequence for the patient.

Manufacturer narrative:
The 26mm commander delivery system was returned in the locked position, with 0% fine adjust used flex indicator in straight position and packaging position and inserted through 14fr esheath. The device was visually inspected and the following was observed: balloon was torn in the ic bond area, balloon material also appeared to be unpleated. Wing flared out. Imagery was provided by the field and the following was observed: balloon tear at inflation/crimp balloon bond and wing flared out. Additionally, inflation balloon has also bunched distally, and liner of sheath seems to have been elaminated/bunched. Condition of device indicates difficulty withdrawing system into sheath. 3mensio imagery was returned and showed some degree of tortuosity in the patient access vessel. The complaint for balloon torn was confirmed based on evaluation of the returned device and returned imagery. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the complaint description, "during procedure, during inflation the commander balloon "broke" (leaked). Valve was partially expanded, and all systems were removed". Per case notes provided, patient had moderate to severe calcified area. The presence of calcification can contribute to patient tortuosity. It is possible that the patient anatomy led to valve alignment potentially being performed in a non-straight section. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, performing valve alignment in a non-straight section can unseat the valve (non-coaxial placement of valve in relation to the flex tip) from the flex tip and dive into the lumen of flex tip. A non-coaxial valve can result in high valve alignment forces. The bond area between the inflation and crimp balloon may separate when subjected to unusually high forces. As per the training manual, "if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead causing inflation balloon to bunch and I/c bond to tear, leading to the reported inability to deploy thv." Available information suggests that patient factor (calcification/tortuosity) and/or procedural factor (valve alignment in non-straight section) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in italy, during a case with a 26mm sapien 3 transcatheter heart valve, the commander delivery system balloon "broke" (leaked) during inflation. The valve was partially expanded. The entire system (commander and esheath) was removed. A new sheath was positioned, and a post dilation was performed with a 25 mm valvuloplasty balloon. The procedure concluded successfully without consequence for the patient. During pre-decontamination of the received device, the balloon was found torn in the ic bond area with one wing flared out

Manufacturer narrative:
Updated b5 and h6- device code. Investigation is ongoing.